Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic assisted sigmoid colectomy procedure. The device was leaking excessively. The device was making a loud "hissing" sound. The device was used as-is to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.